Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The surgical technique states ¿one stabilizer is recommended for every bar implanted to limit rotation of the bar.¿ however, it does not say that use of a stabilizer is required. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 day postimplantation of a pectus bar due to migration/flipping of the bar. The surgeon did not originally use stabilizers or sutures on the bar because the procedure was combined with an open heart surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.